Event description:
Pt had a large aneurysm measuring 9cm. The main body graft was introduced via the right femoral artery. After deployment of the contralateral iliac leg graft, the physician elected to extend the limb with an iliac leg extension, due to the possibility of a change in the aneurysm over time, the landing zone might become insufficient resulting in subsequent complications. The leg graft was extended, providing adequate coverage for changes in the morphology of the aneurysm. The ipsilateral iliac leg graft was deployed without complication. However, it was noted that the leg graft landed in the common iliac artery and did not land as desired. The pt's right internal iliac artery had previously been embolized, and the intent was to land the leg graft in the external iliac artery, securing a seal below the occluded vessel. An iliac leg extension was deployed providing the additional length needed to extend the landing zone past the embolized internal iliac artery. Post angiogram noted a proximal type I endoleak. Another manufacturer's stent was placed in the proximal portion of the main body graft, resolving the endoleak. The pt also exhibited anticoagulant problems. During the procedure, the pt's act level was registered at 309. Post angiogram revealed a type iii or type IV endoleak originating at the mid to distal overlap of the limb of the main body with the contralateral leg graft. A small jet stream was noted, but believed to have possibly been a stream of blood coming through a suture hole. Due to the act level and the coagulant difficulties, the physician opted to conclude the procedure and monitor the situation. Once the act level was in the normal range, pt was taken to intensive care from the or. Please refer to 1820334-2004-00216 and 1820334-2004-00214 for additional information.